Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: on december 23rd, an email was sent confirming the guide with which we sent the product to j&j bogota dc. I confirm that the product was received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a mastopexia procedure on (B)(6) 2024 and suture was used. At the time of passing the suture, the needle is detached from the thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there consequences for patients? If yes, please specify. No. - name of the procedure? Lipo sculpture ¿ mastopexia. - provide the font or name and position of the external person providing answers for follow-up (external person sending responses to the sales representative). (B)(6) head of pharmacy. - confirm if the device is available for product return. If yes, please provide the status of the device, as it has not been received for analysis. If the device has been shipped, provide the shipping tracking details. The sent of today is scheduled to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One empty overwrap, one labeled winding former with a suture partially dispensed and one detached needle were returned for analysis. After investigating the sample, it was found that the swage and attachment area were not as expected. The impact of the stake was on the edge of the swage area of the needle, causing the suture to be severely cut due to an incorrect swage, resulting in a pull-off. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.